Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer septal occluder was chosen for implant using a 6f amplatzer torqvue delivery system. Unfortunately, this occluder was too small for the size of defect and they decided to explant it and use bigger occluder of 10 size. A new 10mm amplatzer septal occluder was chosen. During procedure, the right femoral vein was punctured, an introducer was installed. A diagnostic catheter was inserted into the left superior proximal pulmonary vein and measuring balloon was drawn over the guidewire (0.035-280) into the interatrial defect, diameter of the defect was 8mm. When they tried to implant the occluder, a cobra deformation was noted on the left occluder disk. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 10mm amplatzer septal occluder and a new 7f amplatzer torqvue delivery system were chosen and the operation proceeded without complications. The patient remained hemodynamically stable throughout the procedure. There was some delay in the procedure which had no impact on patient's condition. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.